Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. An as-received simulated treatment was initiated and resulted with a supply bag lines are blocked alarm caused by the cycler drawing fluid from an empty supply bag and not switching to the next supply bag. The issue was resolved by switching the empty supply bag 1 with full bag 2. The cycler weighed fill volume values were within tolerance. The cycler underwent and passed a system air leak test and a valve actuation test. There were no visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: it cannot be determined if a temporal relationship exists between the ccpd therapy with the liberty select cycler and the patients death as there was no report from the patients family. The cause of death can be attributed to a myocardial infarction with a secondary cause of atherosclerotic heart disease, as reported by the pdrn. Cardiac disease is a well-known contributor to mortality in the environment of end-stage renal disease. Additional contributing factors such as diabetes mellitus, hypertension and cardiovascular disease exacerbate cardiac and renal dysfunction and present a poor prognosis of survival. There was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patients death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired due to a heart attack. There was no specific allegation this event was related to any deficiency or malfunction of fresenius device(s) or product(s). Upon follow up, the patients pdrn reported this patient expired on (B)(6) 2020 at home due to a myocardial infarction with a secondary cause of atherosclerotic heart disease. The patient was found at home by family and there was no report of emergency services activation. It was unknown if the patient was actively undergoing ccpd therapy and/or connected to the liberty select cycler at the time of death. It was confirmed the patients myocardial infarction and atherosclerotic heart disease leading to her death were unrelated to pd therapy and not due to a deficiency or malfunction of the liberty select cycler or any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.